Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was changing the infusion set and she noticed air bubbles in the reservoir. Customer's blood glucose was 146 mg/dl. The air bubbles were large ones. Troubleshooting wasn't performed as customer purged the air bubbles on her own. Customer is not returning the reservoir for analysis.